Manufacturer narrative:
Correction to h3: device evaluated-selected yes correction to investigation conclusion: the device was received fully deployed with corrosion visible on the printed circuit board (pcb) through the bottom housing. After removing the chassis from the housing, corrosion was also observed on the bottom battery, mechanism rail, and chassis. Corrosion on the pcb and bottom battery resulted in all battery voltages being lower than expected and all attempts to retrieve data were unsuccessful resulting in all data being lost. Without data, investigation was unable to determine the presence of a hazard alarm. Due to the presence of corrosion, the device was leak tested. Fluid was observed to leak from a tear on the internal portion of the soft cannula. This fluid leak is confirmed as the cause of the observed corrosion, low battery voltages, and data loss. It could not conclusively be determined if this tear contributed to the reported hazard alarm.

Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the leg. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation.

Manufacturer narrative:
Due to the presence of corrosion, the device was leak tested. Fluid was observed to leak from a tear on the internal portion of the soft cannula. This fluid leak is confirmed as the cause of the observed corrosion, low battery voltages, and data loss. It could not conclusively be determined if this tear contributed to the reported hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.